Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 39 mg/dl; cause was unknown. The customer administered a bolus via the pump and consumed carbohydrates to address bg level, and continued to use the pump during hospitalization. Reportedly, the customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended, and no issues were found with the cartridge, insulin, or infusion set.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.